Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the ultrasound system locked up and displayed a usacquisition 40 error message at the beginning of a heart exam. The reported phenomenon occurred when the transducer was connected to the system. The transducer was replaced to continue and complete the exam. There was a delay of approximately ten minutes to while a new transducer was obtained. There was no need to repeat the study since no data was lost. There was no patient or user injury reported. No additional information was provided.